Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility to determine if the complaint bc2755 intermediate infant oxygen therapy nasal cannula caused or contributed to the reported event. We are also attempting to obtain the subject complaint device for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the tubing of a bc2755 intermediate infant oxygen therapy nasal cannula came apart near the end of the prongs. This was observed during use on a patient; however, no consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc2755 intermediate infant oxygen therapy nasal cannula was not returned to fisher & paykel healthcare for investigation. Attempts were made to obtain the complaint device but no response was received from the healthcare facility. Without the subject bc2755 intermediate infant oxygen therapy nasal cannula, we were unable to determine if it had a malfunction that could have caused or contributed to the reported event, or identify the root cause of the reported fault. Our user instructions illustrate in pictorial format the correct set-up of the bc2755 intermediate infant oxygen therapy nasal cannula, and state the following: - "ensure that the correct cannula size for patient is selected and cannula is correctly positioned in the nares to prevent cannula dislodgement." - "patient monitoring is recommended." - "check that all circuit connections including caps and plugs are tight before use."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the tubing of a bc2755 intermediate infant oxygen therapy nasal cannula came apart near the end of the prongs. This was observed during use on a patient; however, no consequence was reported.